Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after delivering approximately 10.5 units of insulin. Reportedly, the cartridge was filled with 300 units, and the insulin gauge displayed 105 units. The customer reloaded the cartridge and received an accurate fill estimate. The customer's blood glucose level was 96 mg/dl.